Manufacturer narrative:
Additional physician reported: cardiologist dr. (B)(6). Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Inspection of the device presented no damage or irregularities. Functional testing was performed by placing the device in the angiojet console. The testing was started; however, the "check catheter for kinks" error was displayed on the screen, as the device over-pressured. The shaft was inspected again and there was no damage that would cause an over-pressure error. The shaft at the distal end of the catheter and tip was dismantled to review the jet body/holes. The jet holes were microscopically examined, and it was found that one of the jet holes was plugged. Sem/esd testing was performed for further testing on the plugged jet hole. The eds identified that the source of the fm that was obstructing the jet hole showed a presence of stainless-steel elements. Product analysis confirmed the reported event due to the plugged jet hole and the eds testing identified that the jet was plugged with stainless-steel elements, which is the same material as the hypotube and jet body of this device.

Event description:
Reportable based on device analysis completed on 8oct2019. It was reported that an error message occurred during preparation. An angiojet spiroflex catheter was selected for a thrombectomy procedure. During preparation, an error message occurred. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed plugged jet hole.